Event description:
The user facility reported that their raptor grasping device "felt flimsy" and the tip of the device detached. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.